Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed at the distributor. The reported problem (battery or charger fault) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was receiving battery faults.